Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. Alinity c processing module, serial number (B)(6) was evaluated. It was determined that the r2 alinity c-series reagent probe, wash cup, r1 & r2 reagent probes required replacement, which resolved the customer reported event. The instrument service history review revealed no additional complaints associated with the customer reported event. A review of tracking and trending did not identify an increase in complaint activity for the alinity c processing module or r2 alinity c-series reagent probe, wash cup, r1 & r2 reagent probes with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues related to the reported event. Labeling was reviewed and was found to address the reported event. Based on the available information, no systemic issue or deficiency was identified for the alinity c processing module, serial number (B)(6) or r2 alinity c-series reagent probe, wash cup, r1 & r2 reagent probes.

Event description:
The customer observed a falsely elevated magnesium result generated by the alinity c processing module for a 48-year-old female patient. Upon repeat testing, the result was normal. The following data was provided: normal range: 1.7 to 2.4 mg/dl sid (B)(6): (B)(6) 2026 initial result = 8.24 mg/dl repeat result = 1.88 mg/dl (B)(6) no impact to patient management was reported.